Event description:
It was reported that during a colectomy and hepatectomy procedure, the stapler was used once to transect the small bowel and everything worked fine. While performing a small bowel functional end-to-end anastomosis, the proximal staple line didn't form (1-2cm in length). It was observed during or after closure of the common opening of the anastomosis. The defect was closed with suture. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Customer will not release device for analysis. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.